Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. Reportedly, the patient had wound dehiscence and suspected chest calcification infection. There were no additional adverse patient effects reported. The s-ICD was explanted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. Reportedly, the patient had wound dehiscence and suspected chest calcification infection. There were no additional adverse patient effects reported. The s-ICD was explanted. Additional information indicates that the patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported.